Manufacturer narrative:
Product complaint # (B)(4). The patient is male, (B)(6), 1.58 meters tall and (B)(6). A dressing and another method weren't used for the incision. The product was removed from the patient. The skin rash is on the way to recovery and the patient has changed hospitals.

Manufacturer narrative:
Product complaint # ==> (B)(4). Additional information: ¿ the actual device batch number associated with this event is not known. The international affiliate reports the following possible batch numbers: batch mch762, mfg. Date - 3/6/2018 exp. Date - 2/29/2020 batch mbj060, mfg. Date - 2/14/2018 exp. Date - 1/31/2020 batch mah161, mfg. Date - 1/15/2018 exp. Date - 12/31/2019 batch ljp186, mfg. Date - 08/03/2017 exp. Date - 07/31/2019 batch lmh509, mfg. Date - 11/16/2017 exp. Date - 10/31/2019 in addition, a review of the batch manufacturing records for the possible batch numbers was conducted and the batches met all finished goods release criteria.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. Additional information was requested and the following was obtained: reason that the patient is still in the hospital: the patient's epidermis have not been recovered. Reason that the epidermis has not been closed =>it have been skin rash. Please provide photos: no photos available. Initial procedure date: on (B)(6) 2018. Procedure name: the operation for spine. Incision size and location of product application? Back. Incision size is unknown. How was the product applied and how many layers applied? No information. What prep was used prior to, during or after dermabond use? No information. Was a dressing placed over the incision? No information. If so, what type of cover dressing used? What was done to address the reaction ? Medicine administration. What type of medication? Dose? Steroid ointment and antihistamine. Doses are unknown. When (date) administered? No information. Was the product removed? No information. Was another method used to close the incision? No information. Please indicate any additional medical or surgical intervention performed or planned? No information. Was the site cultured? No information. If so, what bacteria were identified? Were any patch or sensitivity tests performed? No information. What is the physicians opinion of the contributing factors to the reaction? The surgeon considers that the dermatitis due to dermabond have caused the event. What is the most current patient status? The patient is in the hospital. Patient demographics: initials / ID; age or date of birth; bmi: no information. Is the patient hypersensitive or have allergies to cyanoacrylate or formaldehyde? The patient doesn't have any allergy. Patient pre-existing medical conditions (ie. Allergies, history of reactions): no information. For female patients ask: was the patient exposed to similar products, such as artificial nails: no information. Was dermabond or skin adhesive used on the patient in a previous surgery or wound closure? No information." Is the prolonged hospitalization due to the reaction of the dermabond? The surgeon thinks so. Is the prolonged hospitalization a direct result of the dermabond or are there other contributing factors? The surgeon thinks it is a direct result of the dermabond. Was there a wound infection? No information."

Event description:
It was reported that a patient underwent a spinal surgery on (B)(6) 2018 and topical skin adhesive was used. Post operatively, a skin rash occurred on the epidermis. Two months after the operation, the epidermis has not recovered and the wound on the epidermis has not been closed. The surgeon opines that there was a causal relationship between the topical skin adhesive and the event. The surgeon considers that the dermatitis was due to the topical skin adhesive. Two months post operatively the patient is still in the hospital. The patient was treated with steroid ointment and antihistamine. Additional information has been requested.